Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor detached, preventing pairing with the ilet and resulting in loss of cgm data; the user lacked a glucometer for sustained bg run mode and requested guidance to silence device alerts, after which the device was turned off and the user planned to use backup therapy until a replacement sensor was available. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer counseling and troubleshooting education regarding device settings and cgm reconnection. Investigation of this case revealed a use-related interruption due to loss of the external cgm sensor, with no ilet hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances and external cgm unavailability.